Event description:
It was reported that during hospitalization the pt developed accute hypoxia, hypotension, and bradycardia. The pt responded only transiently to medication treatment, CPR wsas performed; however, the pt died.